Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer was sent replacement charging supplies. Multiple follow up attempts were made to obtain additional information but no response was received.